Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported a patient had an unexpected outcome post cataract surgery. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company clinical applications specialist (cas) reviewed the images and the images show some pooling which causes the fluid to flood over cornea and over hydrates the cornea which can lead to an unreliable measurement. The cas noted that the surgeon used a bladed speculum which can cause two (2) things: pressure on the cornea and increased pooling. The cas suggested removing all the pooling fluid with a weck-cell spear and change to a wired speculum to avoid any cornea induced cylinder and axis change. The root cause cannot be conclusively determined. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to patient and surgical factors unrelated to device functionality. The manufacturer internal reference number is: (B)(4).